Event description:
It has been reported that this pacemaker exhibited noise, oversensing, and pacing inhibition of less than 2 seconds on the non-boston scientific right ventricular (rv) lead. Currently, this product remains in use and no additional adverse patient reactions have been reported.